Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to power on the erbe generator. The customer moved the power cable to multiple outlets but the issue remained. The customer exchanged the vision side cart for the following case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrate electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue could not be confirmed during initial verification using system logs, however logs show error m-32. Visual inspection during the fa process validated that the unit does not power on. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.